Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # (B)(4). (H2,h6): the software investigation found that the reported event was not a software issue. Complaint data analysis found the event is due to a hardware issue as per email "this was an asic issue with varian and the detector. Do not have images.".software functioning as designed. Codes:b20,b24,c02,c20,d0302. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905; product ID: m018081c001, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that system had an image artifact with bars. A reboot resolved this. This issue occurred intra operatively and caused no surgical delay. There was no reported impact to the patient outcome. Additional information was received that it was an asic(application-specific integrated circuit) issue with varian and the detector.